Event description:
The customer reported to olympus, the image was not stable on the evis lucera elite bronchovideoscope. Inspection and testing of the returned device found image noise occurred and the image cannot be seen. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the s-connector was damaged resulting in image loss. In addition, scratches were found on the control unit, switch box, suction connector, grip, up/down plate, angulation lever, insertion tube rotation ring, universal cord and scope connector (sc) cover. The following parts were founded to be dented: bending tube, universal cord and connecting tube. Also, the electrical contact of endoscope connector was shaved. The bending angle in up direction does not meet the standard value, and an abnormal sound was made due to damage on angulation lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3 (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer said the device was inspected before use. Based on the results of the investigation, it was found that the board part (commonly known as the advanced diagnostics board) for converting the video signal from the charge coupled device unit was damaged, likely causing the reportable event. It is likely that an overcurrent flowed through the circuit board for some reason, causing the mounted parts to break inside due to heat generation. However, the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "·do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. <3.3 inspection of the endoscope> inspection of the endoscopic system - if foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint may be on the electrical contacts on the endoscope connector (ex. Wiping with lint-prone cloths, left unused for a long period of time), wipe the electrical contacts with clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol. Also, confirm that the electrical contacts are completely dry and clean." Olympus will continue to monitor field performance for this device.